Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-06422; 2017865-2021-06423. It was reported that patient presented with an unspecified infection. The entire pacemaker system was explanted on (B)(6) 2020. No patient condition after the procedure was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.